Manufacturer narrative:
Citation: cui h, et al. Severe left main coronary stenosis due to aortic bioprosthesis implantation: a case report. Heart surg forum. 2020 oct 8;23(6):e7315-e732. Doi: 10.1532/hsf.3147. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old female patient who underwent surgical aortic valve replacement with a 21 mm medtronic mosaic bioprosthesis (unique device identifier number not provided). Six months later, the patient was readmitted for paroxysmal left shoulder pain. Electrocardiogram exhibited abnormal st segment changes of severe myocardial ischemia, prompting computed tomography angiography, which identified severe stenosis of the left main coronary artery. Subsequently, percutaneous coronary intervention was initiated. Intra-operative angiography revealed an 85% tubular stenosis in the proximal left main, and the authors observed a mosaic radiopaque stent post eyelet aortic protrusion located against the aortic sinus wall causing compression or distortion of the left main with the beating heart. The authors noted inappropriate location of the bioprosthesis may have contributed to this occurrence. Ultimately, a drug-eluting stent was placed in the left main after a series of successful percutaneous transluminal coronary angioplasty treatment. The patient was discharged three days later. No additional adverse patient effects or product performance issues were reported.